Event description:
A gore tag thoracic endoprosthesis device was implanted in a patient with a thoracic aortic aneurysm. The procedure went well. However, post-operatively, the patient had a stroke in the recovery room and later expired. According to the physician, the patient had hypoprofusion because their blood pressure dropped. A post-procedural CT scan showed diffuse cerebral vascular disease. The physician stated that the device did not contribute to the death. No allegation of deficiency was made regarding the gore tag thoracic endoprosthesis.